Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire fracture occurred. A 300 cm journey¿ guidewire was advanced to cross the lesion. However, during the procedure, the guidewire fractured. The device was removed completely from the patient's body with a snaring device. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.